Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c8000 analyzer has generated a low sodium (na) and low potassium (k) result on a (B)(6) child patient. The initial na result was 100 mmol/l, the retest results were 107 and 137 mmol/l. The initial k result was 3.5 mmol/l and the retest result was 4.6 mmol/l. The initial results were questioned by the physician. There was no adverse impact to patient management reported.